Manufacturer narrative:
E1: phone number: (B)(6). Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "capsular contracture, grade IV". Device has been explanted.